Event description:
It was reported that when the outer package was opened, the stent was found ruptured and was unusable. The nurse stated that the outer package of the stent was checked prior to use and there were no abnormalities.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted which shows the stent broken in two pieces. The ureteral stent was returned with the original packaging. An evaluation of the physical sample was completed by futurematrix on 17jan2022. Visual inspection shows the stent was broken into two pieces. The stent has similar marks as to what is seen when cut with a pair of scissors. The distal end of the stent shows a clear separation with an additional smooth cut coming off the separation with no jagged edges, no discoloration or material stretching. The suture was observed to have been broken, the similar to what is seen when the suture is forcefully pulled apart to cause the suture to appear stretched and broken. The tip inner diameter was measured with a pin gage and found to be 0.043", the tube inner diameter where the breakage occurred was measured with a pin gage and found to be 0.050". The outer diameters of the broken pieces were measured with a laser micrometer and found to be 0.080" and 0.079", respectively; all measurements were found to be within specifications. A 0.038" guidewire passed through both pieces without resistance. A potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the outer package was opened, the stent was found ruptured and was unusable. The nurse stated that the outer package of the stent was checked prior to use and there were no abnormalities.